Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00103.

Event description:
It was reported that during a hip procedure, the g7 flex drill broke. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.